Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricular (rv) lead showed high capture threshold at the initial location, requiring repositioning. The distal electrode area was noted to be bent during helix retraction when the clip on tool was applied, and the helix failed to retract. The physician suspected that the bending occurred due to difficulty removing the clip on tool. The rv lead helix was subsequently retracted by rotating the lead body and was replaced. No patient consequences were reported.